Manufacturer narrative:
(B)(4): eval results: (root cause undetermined; limited info available), (failure to deliver stent and stent deformation). Eval summary: the hypotube was bent and kinked distal to the strain relief. The distal tip was severely damaged. The first distal stent segment was raised, damaged and deformed. The second stent segment was slightly raised. The stent was positioned between the marker bands.

Event description:
The physician was using integrity rapid exchange stent for treatment of a lesion. It is reported that the stent kinked. No clinical sequelae were reported.